Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's ptm telemetry "won't go past 93%". The patient stated that it sat at 93% "for a long time", and the patient later added "it was like 10 minutes". Patient services assisted the patient in troubleshooting, and the patient later stated, "I'm really getting anxiety right here". The patient declined further troubleshooting and wanted to meet a medtronic rep in person. Patient services reviewed the medtronic representative role and provided patient with the nas number.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# unknown, product type: accessory. Product ID: a820, product type: software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.